Manufacturer narrative:
Additional information obtained clarified that the retroperitoneal bleed previously reported in this MDR is not related to an edwards device. The initial femoral artery access punctures prior to esheath placement were described as "not good" and were likely the cause of the retroperitoneal bleed. Post procedure, the patient required a transfusion. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Retroperitoneal bleed is listed in the instructions for use (IFU) as a potential risk associated with the tavr procedure. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. This type of bleeding may not be recognized until the post procedural period. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The source and possible contributing factors for the retroperitoneal bleeding could not be confirmed; however, this type of complication is typically related to puncture technique for initial arterial access. In addition, per report the death was related to the retroperitoneal bleed post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a sapien 3 ultra case in the aortic position by transfemoral approach, the first punctures in the right femoral artery were not well performed prior to esheath positioning. Per report, after successful valve deployment, a post procedure discussion occurred about whether to perform intervention on the vessel. After angiographic evaluation, a decision was made not to place a covered stent. Post procedure, the patient expired from retroperitoneal bleeding and hypovolemic shock.